Event description:
It was reported that the customer had high blood glucose and his insulin pump was malfunctioning. Caller stated that the customer's insulin pump was not delivering the basals and the drive support cap is loose. Caller also stated that the infusion set cannula was occluded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.